Event description:
It was reported that during pre-dilatation of the mildly tortuous/calcified right coronary artery via radial access, a 3.25x12 voyager nc balloon was inflated one time to 12 atmospheres and ruptured. The catheter was withdrawn from the anatomy and images showed that no additional dilatation was required. There was no adverse patient effect or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.